Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Testing results: donor #1: retention meter and master lot strips: 2.4 inr, customer meter and customer strips vial #1: 2.4 inr, customer meter and customer strips vial #2: 2.4 inr. Donor #2: retention meter and master lot strips: 2.3 inr, customer meter and customer strips vial #1: 2.3 inr, customer meter and customer strips vial #2: 2.2 inr. The maximum difference between measurements with the same blood sample was 4%. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
The event occurred in: (B)(4).

Event description:
The customer complained of questionable inr results for 1 patient tested on a coaguchek pro ii meter serial number (B)(4) (meter a) compared to results from another coaguchek pro ii meter (meter b) and a coaguchek xs pro (meter c). The inr result from meter a was 3.4 inr. The inr result from meter b was 2.6 inr. The inr results from meter c was 2.5 inr. On (B)(6) 2018 the inr result from meter a was > 8.0 inr. The inr result from meter b was 3.7 inr. The inr result from meter c was 3.8 inr. The specific time of the results was not provided, but it was mentioned all comparison results between the meters were taken immediately after each other. The erroneous results were not released outside of the laboratory. There was no allegation of an adverse event. Meter a and meter b were both using the same lot of strips, lot 21926515. Meter c was using strip lot 20743014. The expiration dates for both strip lots were requested but were not provided. Relevant retention test strips (lot 21926515) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.